Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella device for mechanical circulatory support. It was reported that during startup, the aic (automated impella controller) displayed a serious "controller error" alarm. The aic was switched and the procedure completed. Additional information was provided that noted the patient expired.

Manufacturer narrative:
The investigation for the reported aic - controller error (yellow alarm) issue has been completed. The product was returned; however, the root cause of the issue could not be determined since the issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.